Event description:
The customer reported that this handpiece began running on its own while plugged in on the back or table. This occurred prior to use. The user reported switching out the handpiece and cable with back-up devices. The procedure was completed without injury or surgical delay.

Manufacturer narrative:
Investigation findings: conmed linvatec received the handpiece for evaluation and confirmed the reported problem. During testing of this handpiece with the cable used during this event, the handpiece activated on its own in the safe mode. The cause of this failure was isolated to shorted hall sensors due to moisture intrusion. Further investigation of the cable found that it did not contribute to the problem reported. Conmed linvatec will continue to monitor this device for failures.